Event description:
It was reported by a customer on (B)(6) 2010, the fiber cap detached inside the patient at 19,632 joules. Per the customer, the fiber cap was retrieved. No patient injury was reported.